Manufacturer narrative:
(B)(4). The oxygen mixer was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and an unrelated issue was found. The reported malfunction could not be duplicated.

Manufacturer narrative:
(B)(4). The serial number was not provided. Therefore the device manufacture date is unknown.

Event description:
It was reported that during patient use, a ventilator oxygen level shifted from the set level. The device continued ventilating. However, the patient was removed from the ventilator and transferred to another device. There was report of patient harm as a result of this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.